Manufacturer narrative:
(B)(4). Returned for investigation was an ac3 display head. The sample was returned in a display head shipping box with protective shipping packaging and esd bag. Visual inspection of the display head was performed, and no abnormality was noted. The display head was installed onto a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen; however, the touch screen was noted to be unresponsive to touch. The graphic reboot and screen calibration using hard keys method were performed. The touch screen remained unresponsive. The system responded to the hard keys. Visual inspection of the internal hardware was performed and no abnormality was noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "touch screen frozen after red system error alarm" is confirmed. The touch screen did not respond to presses during the complaint investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the inoperable touch screen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "touch screen frozen after "red systemerror alarm" hard keys still functional.attempted power cycle, unsuccessful.exchanged pump 1 minute total interruption time, patient critical butstable throughout. After exchangin gpump".

Manufacturer narrative:
(B)(4)

Event description:
It was reported "touch screen frozen after "red system error alarm" hard keys still functional. Attempted power cycle, unsuccessful. Exchanged pump 1 minute total interruption time, patient critical butstable throughout. After exchangin gpump".